Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body on the day of placement.

Manufacturer narrative:
The reported issue (it was reported that the catheter fell out of the patient's body on the day of placement) was confirmed, as a manufacturing related issue. Per visual inspection a cut to 0.5¿ from the bifurcation on the drainage lumen was found. Per functional evaluation, the balloon was inflated 12cc of air using a syringe, and it did not deflate. Then, it was injected with water by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body on the day of placement.